Event description:
Reportable based on analysis completed on (B)(6) 2011 it was reported that upon unpacking this .035" 260cm amplatz j-tip guide wire for an angiography procedure, the tip was "shredded". The device was not used and the procedure was completed with another of the same type guide wire. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available. However, returned device analysis revealed that guide wire coating was missing in several locations.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: an initial examination of the returned complaint device found that the distal end of the guide wire was slightly elongated and kinks were present. The guide wire presents scraped/missing coating in five locations: 48cm from the distal end (approximately 1cm in length), 62cm from the proximal end (approximately 1cm in length), 101cm from the proximal end (approximately 3cm in length), 40cm from the distal end (approximately 2cm in length), 102cm from the distal end (approximately 3cm in length). The overall length of the guide wire was measured and found to be 257cm. The outer diameter of the wire was measured in three locations where damage was not noted and found to meet specification. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).